Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead 2014 (B)(6). (B)(4).

Event description:
The patient stated that the device was implanted to prevent atrial fibrillation (af). The patient stated they were still feeling symptomatic. The recommendation was made to follow-up with physician. The implantable pulse generator (ipg) is still in use. No patient complications have been reported as a result of this event.